Manufacturer narrative:
This emdr was originally submitted through the test emdr system on 11/19/2015 instead of the production emdr system due to issues my firm encountered when enrolling in emdr. This report reflects the date in which the report was resubmitted to the production emdr system of the database following advice from FDA's emdr help desk. However, as per the attached acknowledgement, the original report was submitted on 11/19/2015.

Event description:
[Issue summary] a significant dissection occurred in the access vessel during a tevar procedure. On (B)(6) 2015 12:00 p.m. - a tevar procedure was started for aneurysm. - a 9fr sheath was inserted into the right femoral artery, and then a guidewire and catheter were inserted into the sheath. - after the sheath was removed from the body, the relay plus (34-145-30) was then inserted into the right femoral artery. - the stent graft was deployed in the aorta with rapid pacing performed. At 02:00 p.m. - after the delivery system was removed from the body, the access vessel was angiographically checked to see the blood flow. As a result, a significant dissection was observed inside the right external iliac artery. - after two stents (epic vascular stent 10 x 80 mm and 10 x 40 mm [boston scientific]) were deployed in the right iliac artery, the site was angiographically checked again. This time, the angiographic image revealed that the artery dissection was extending from near the access site (i.e. Puncture made on the right femoral artery) to the right external iliac artery. - after the dissected intima was surgically removed to improve the blood flow, the procedure was done. [Surgeon's comment] - the dissection is considered due to the gap between the delivery system tip and outer primary sheath of relay plus. It is desired the product be improved early to resolve this. [Additional information] - during the tevar procedure, there were no comments from the surgeon regarding any difficulty or resistance in inserting/advancing the sheath or the relay plus. - the patient has also abdominal dissecting aneurysm, for which an evar procedure is scheduled for a later date.